Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the system was explanted due to infection. Patient is not dependent and no temporary system was implanted. No further information was provided.